Manufacturer narrative:
The extension was retuned for analysis. Device analysis revealed no anomaly; normal device function.

Event description:
It was reported impedance values were greater than 4000 ohms. The problem was solved after replacement of the device.